Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Batch review performed on 03/25/2015: lot 071544: (B)(4) liners produced and released on 09/03/2007. No anomalies found. To date all the items belonging to this lot have been sold; (B)(4) similar case was received in 2012 (MDR 2012-00045). On 03/24/2015 the medical affairs checked the x-rays with the following comment: the case is well documented radiographically. After 8 years, a significant osteolytic process is visible, and also decentralization of the head, so it is easy to infere that osteolysis ID due to pe debris. The pe liner was not highly crosslinked, the pt is probably not very heavy but possibly highly-active. Therefore, after 8 years a pe-debris-induced osteolysis is possible, although on the "early" side of the curve. The implant position seems correct, no significant remarks on this point. An advanced tribology could have een chosen, but I don't think that a critical problem of medacta implants is revealed by this finding. On 03/23/2015, it was confirmed that the items will not return back.

Manufacturer narrative:
On july 15, the r&d director made the following analysis: "from the wear test of this component there are a production of 50 mg of wear every 1 mio cicles. This component has been implanted for 8-years, normally we expected a maximum of 400 mg of poly wear. If we have 400 mg of wear with this combination of head and liner, it corresponds to a migration (head in the liner) of 1.6mm. From the x-ray received it is not possible to measure the migration. Only receiving the explanted components we will be able to verify if the wear is in accordance with the results measured during the validation test". On july 24, 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).